Event description:
On (B)(6) 2024, it was reported by an arthrex subsidiary employee via e-mail that an ar-4501 meniscal cinch¿ ii broke. This occurred during a knee arthroscopy on (B)(6) 2024 when the surgeon began to position the device inside the joint, and the piece broke. All fragments were retrieved from the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: b5, g3, h3, h6 complaint allegation is confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion.